Manufacturer narrative:
(B)(4). Device not returned.

Event description:
It was reported that an asymptomatic patient presented in clinic for follow-up. The device was in back-up vvi mode. A device download successfully performed. Further investigation of device image showed noise at the time of the backup. The noise was oversensed and charging occurred prior to the backup state. The patient had presented to the hospital on (B)(6) 2017 for an unrelated issue. The patient remained asymptomatic throughout and will continue with normal follow-up.